Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the photos returned were the burns on the patient. It was reported that the use of the device resulted in a burn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation procedure, the equipment was already assembled and they had already done the test on the pump, they opened the needle box and handed it to the doctor so as not to contaminate it, the doctor handed the connectors and they connected it. They checked with the hospital nurse if he had done trichotomy in the thigh region where the plate would be glued, but because it was an elderly patient, he no longer had hair in the region. They glued the plate a little higher on the thigh so as not to touch one edge of the plate to the other because the leg was thin. The patient was wearing a cloth diaper to hold urine and a cushion between his legs. There were many cycles, it took around 2:30h. When the plaque was removed, a 2nd degree burn was noticed. They did not remove the plaque because the nursing team and the other doctor were already with the patient doing the post-ablation procedures. Photos were attached showing the injured skin of the patient. Palliative treatment was done for 2nd burn.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation procedure, the equipment was already assembled and they had already done the test on the pump, they opened the needle box and handed it to the doctor so as not to contaminate it, the doctor handed the connectors and they connected it. They checked with the hospital nurse if he had done trichotomy in the thigh region where the plate would be glued, but because it was an elderly patient, he no longer had hair in the region. They glued the plate a little higher on the thigh so as not to touch one edge of the plate to the other because the leg was thin. The patient was wearing a cloth diaper to hold urine and a cushion between his legs. There were many cycles, it took around 2:30h. When the plaque was removed, a 2nd degree burn was noticed. They did not remove the plaque because the nursing team and the other doctor were already with the patient doing the post-ablation procedures. Photos were attached showing the injured skin of the patient.